Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump turned off and reset during a routine system check, causing concern for caller about pump performance. There was no adverse impact to the customer's blood glucose level. Technical support explained that pump reset was a built-in safety feature and that pump was working as intended, educated customer that insulin on board and maximum hourly dose reset to zero and that sensor sessions must be restarted and cartridges reloaded after a reset, and customer understood, acknowledged information, and successfully resumed insulin delivery.